Manufacturer narrative:
This report will be amended when our investigation is complete. The information provided on this form was previously submitted under manufacturing report number 1822565-2015-00775.

Event description:
It is reported that the patient was revised due to loosening of the femoral component.

Manufacturer narrative:
Visual inspection of the returned femoral component identified bone cement around the box and backside of the condyles. There was no bone cement around the flange. Inspection of the tibial component identified bone cement on the topside and backside of the component and that 3 of the poly plugs were not returned. Measured dimensions for the femoral and tibial components were conforming to print specifications. Review of the device history records did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the femoral and tibial components. Primary operative notes indicate that the patient had a flexion contracture and varus deformity preoperatively. No description regarding cement technique was provided. Office visit notes from (B)(6) 2012 indicate that x-rays show loose femoral and tibial components with a varus deformity of about 5 degrees. Operative notes from the revision surgery indicate that femoral component was grossly loose and easily removed. The tibial component was also revised. Per the nexgen cf-flex and lps-flex gender solutions package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.